Event description:
It was reported that during a laparoscopic appendectomy procedure the device was difficult to fire, produced an incomplete staple line and was difficult to open after firing the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the atb45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all reloads are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.